Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the abdomen, which is off label usage of the device, on (B)(6) 2023. On the same day the sensor was inserted, the sensor wire was missing upon removal of the sensor. The wire was not visualized; however, a red dot was present at the insertion site and the patient felt the wire imbedded in the skin. The patient was advised by dexcom technical support to have the site evaluated. The following day, the patient was seen at urgent care and underwent an x-ray which demonstrated the patient under the skin. The patient declined to have the wire removed at that time because he was traveling, and was prescribed unspecified antibiotics. Upon follow up on contact with the patient on (B)(6) 2023, it was noted that an unspecified medical procedure was done. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).